Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The machine was tested in accordance with the technical maintenance manual. The evaluation resulted in the replacement of multiple components. The right mixing chamber had an air leakage, the temperature transducer was found to have a dialysate leak in the silicone connector, and the variable flow valve was also observed to have a dialysate leak. The flow pump motor and ultrafiltration unit were replaced due to a total uf error during treatment. An operating error in the protection system resulted in the replacement of the machine's general board. A service history review revealed no indication that the parts replaced during previous service events caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be related to multiple device part failures which required replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. The ultrafiltration difference was 301 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.